Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ra and rv leads both had noise present. On (B)(6) 2017, the physician attempted to remove this lead, however after unscrewing the lead it fell on the patient's mitral valve and the physician was worried about complications. The physician left both leads in the patient and referred the patient to another physician. On (B)(6) 2017, this lead as well as the rv lead were replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.